Manufacturer narrative:
Correction: this report is to retract 2017865-2023-47070 submitted on sep 26, 2023. This report was erroneously submitted.

Manufacturer narrative:
The lead was returned with no reported event. As received, only a partial lead distal portion was returned in one piece for analysis. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can proximal to the suture sleeve tied down impression.

Event description:
This report is to advise of an event observed during analysis.